Manufacturer narrative:
Update information in b5 describe event and h6 device codes. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported the patient presented with an inflatable penile prosthesis (ipp) that exhibited a flat, hard pump and was not cycling properly. The ipp was replaced and upon explant, a fluid leak was identified in the original device. There were no additional patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly inspected and analyzed. Visual and microscopic analysis noted the pump kink resistant tubing (krt) was trimmed to the strain relief junction; no tubing was returned. Both cylinders exhibited signs of damage consistent with explant; additionally one cylinder did not pass leak testing as a result. Due to the nature of the observed damage, the reported observation of fluid leak could not be confirmed. Functional testing of the pump failed the activation test. The remainder of the device exhibited no signs of damage or abnormality. Based on the failed pump activation test and observed mechanical and pump issues , boston scientific concludes the most likely cause of the event can be traced to component failure. Update information in b5 describe event and h6 device codes.

Event description:
It was reported the patient presented with an inflatable penile prosthesis (ipp) that exhibited a flat and hard pump and was not cycling properly. The ipp was replaced and upon explant, a fluid leak was identified in the original device. There were no additional patient complications.

Event description:
It was reported the patient presented with an inflatable penile prosthesis (ipp) that exhibited a flat and hard pump. The ipp was replaced and upon explant, a fluid leak was identified in the original device. There were no additional patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.